Manufacturer narrative:
Pump: model-72400098, lot sn- (B)(4), mfg date- 02/23/2017, exp date- 02/16/2022. Balloon: model-72400024, lot sn- (B)(4), mfg date- 03/06/2018, exp date- 03/05/2023.

Event description:
It was reported that all artificial urinary sphincter(aus) device components were replaced due to balloon puncture. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.